Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was no damage to the distal tip. There was visible deformation to the 22nd, 27th, 28th, 33rd and 34th distal stent wraps with numerous struts raised. Sheath could not be loaded over device. Image review: procedural images confirm the presence of diffuse calcified disease in the lad with tortuosity at the ostium and proximal end of the vessel. The images do not show the reported positioning difficulties with the resolute onyx 3.0 x 38 mm stent. The images appear to show the multiple pre-dilatation across the proximal to mid lad prior to the successful delivery deployment and post dilatation of the resolute onyx 2.75 x 34 mm stent. This appears to suggest that the vessel morphology impacted on the delivery and deployment of the 3.0 x 38 mm resolute onyx stent. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified and tortuous lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. It was reported that during the procedure, the stent reached the lesion and resistance was encountered in the mid part of the lesion and the stent became damaged. Excessive force was not used when resistance was encountered. The device did not pass through a previously deployed stent. Resistance was also encountered during the removal. When stent was removed, the physician noted that the stent struts were deformed. No patient injury reported. The procedure was completed using a resolute onyx 2.75x34mm drug eluting stent. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.